Event description:
A hospital in (B)(4) reported that water leaked at the connection between the chamber dome and the feedset tube of an mr290 autofeed humidification chamber. This was detected straight after start of use and no patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber. The surface at the break was rough (not smoothly cut) a lot check revealed no other complaints of this nature for this lot number. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).